Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with a blood glucose (bg) level in the 600's (mg/dl) and diabetic ketoacidosis. The customer was treated with insulin drip, manual injections, and electrolytes. During troubleshooting with tandem's technical support, it was noted that an occlusion alarm occurred. The contact changed the cartridge, tubing, and site. It was noted that the customer was released from the hospital on (B)(6) 2016 with a bg level of around 200 mg/dl.